Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.the lot/serial number was not provided.

Event description:
It was reported that the device exhibited a no disposable alarm. No patient injury was reported.

Manufacturer narrative:
Other, other text: customer response email received with new information provided by the customer, there was no patient involvement. Therefore, no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File cc-0180852 is no longer considered reportable, please disregards any reports associated with it.